Event description:
It was reported that during a prostate procedure, with "the pt under anesthesia, forward firing was only noticed inside the pts anatomy". Reportedly the "aiming beam firing straight at 0 joules used". Th procedure was completed using a second fiber. Pt outcome: "no harm to pt".

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.